Event description:
A customer was contacted by beckman coulter, inc. (Bci) regarding accutni assay performance and reported some occurrences of non-reproducible false positive troponin (accutni) results generated by access 2 immunoassay system. The results were not reported out of the laboratory. Customer stated that there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to the erroneous results.

Manufacturer narrative:
Customer has implemented a rerun protocol for every troponin result greater than 0.06ng/ml to ensure reproducibility of results before reporting outside the laboratory. The samples are re-centrifuged prior to re-test. The customer did not provide any information indicating instrument malfunction. Service was not dispatched, as customer is not questioning instrument performance. No clear root cause for this event has been determined.